Manufacturer narrative:
External insulation abrasion was found at 8.2-9.4cm, 13.3- 13.7cm, and 15.4-15.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were found at 9.5-13.2cm from the distal tip. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the ER due to pre-syncopal conditions, on interrogation noise on the rv lead was noted. Capture thresholds and impedances were stable and in range. During a subsequent routine follow-up, no noise was seen on the ventricular lead, but externalized conductors were observed under fluoroscopy. Lead was extracted.